Event description:
On (B) (6) 2010, the pt underwent repair of a thoracic aortic aneurysm. The pt did not have the appropriate aortic neck length and a planned full arch debranching was performed. The pt then underwent repair of the aneurysm where three gore tag thoracic endoprostheses were implanted, covering all vessels. On (B) (6) 2010, the pt had a massive hemorrhage from a disseminated clot. The pt underwent an exploratory surgery, where a large clot was removed from her pericardium. There was no bleeding near the grafts. The pt expired shortly after the surgery, on (B) (6) 2010.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that the lots met all pre-release specs.